Manufacturer narrative:
No product was provided for evaluation, and therefore no failure investigation could be performed on the product. The customer provided two photographs; however, these were not sufficient to support a conclusive analysis. A device history review was performed, and no anomalies were noted. A total of 882 samples have been tested for damaged non-functional product and 210 for catheter security. All the samples passed the tests, confirming product compliance with the specification. Additionally, no maintenance tickets were found during production of this lot, showing that there were no mechanical machine issues that would pertain to this issue. Based on the evidence currently available, the investigation could not confirm a quality related issue. A probable cause could not be determined as no product was returned. A lot history review was also performed, and no other complaints were identified related to the reported issue.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that the cannula was inserted on the dorsal side of the patient¿s right foot. Two days later, at around 6:00 am, the patient asked for the drip to be removed. When the nurse tried to remove it, she found that the cannula had already come loose and was stuck to the tegaderm dressing. Later that day, at about 7:00 pm, the patient said he could still feel the drip at the previous insertion site. Upon checking, the nurse saw that the area was swollen and a foreign object was visible inside the vein. An x-ray confirmed the presence of a foreign body. The patient, a 44-year-old male born on (B)(6)1981, was taken to the operating room. A vascular surgeon performed a right foot exploration and removed a broken piece of the jelco from the vein. The injury caused pain and swelling in the patient¿s right foot, which affected his ability to walk. The patient needed a follow-up appointment. As a result of the incident, his hospital stay was extended due to the surgery required to remove the foreign object. A sample photo provided.